Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl and the current blood glucose level was 214 mg/dl, 190 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food for low blood glucose. Customer stated that she had issues connecting her transmitter to the insulin pump and when she checked her auto mode readiness screen it was saying auto mode warming up. The event was resolved. The insulin pump will not be returned for analysis.